Manufacturer narrative:
E1: initial reporter phone no. (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the filters in three (3) clearlink system non-dehp extension sets appeared to be cracked which subsequently leaked. The events occurred during unknown process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: three (3) devices were received for evaluation. Visual inspection of all three devices did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing including pressure and clear passage underwater testing and leaks were observed in two of the sets. The reported condition was verified in two sets. The leaks were due to cracked/broken female connector. The cause of the leaks of sets one and two were due to non-conforming material from the supplier. There are controls in place for raw material such incoming inspection on visual, dimensional and functional testing. The third set did not leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.